Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and pelvic inflammatory disease ('reproductivesystem disorder or condition type of disorder or condition: pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, menses irregular with excessive bleeding, endometrial polyp, menorrhagia, amenorrhea and abdominal pain. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"), libido increased ("allergic or hypersensitivity reaction type: being intimate"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: in a fog- feeling") and tension headache ("neurological conditions or problems type:feeling of a tight band around my head"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal influx"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain in extremity ("leg pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), allergy to metals ("nickel allergy") and abdominal pain lower ("right lower quadrant pain/ left lower quadrant"). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, bacterial vaginosis, female sexual dysfunction, libido increased, urinary tract disorder, bladder disorder, cyst, tension headache, allergy to metals, dyspareunia and vaginal discharge outcome was unknown, the feeling abnormal had resolved and the dysmenorrhoea, fatigue, pain in extremity and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, libido increased, pain in extremity, pelvic inflammatory disease, pelvic pain, tension headache, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for events- pelvic inflammatory disease, bacterial vaginosis, urinary tract disorder, bladder disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received: outcome of the previously reported event- fatigue, leg pain, dysmenorrhea added. Onset date of previously reported events- tight band round head, pelvic inflammatory disease, fatigue, leg pain, vaginal discharge, urinary tract disorder, bladder disorder, apareunia, sexual desire increased, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding(vaginal )'), menorrhagia ('abnormal bleeding(menorrhagia )'), pelvic pain ('pain,') and pelvic inflammatory disease ('reproductivesystem disorder or condition type of disorder or condition: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, menses irregular with excessive bleeding, endometrial polyp, menorrhagia, amenorrhea and abdominal pain. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia"), libido increased ("allergic or hypersensitivity reaction type: being intimate"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: in a fog- feeling") and tension headache ("neurological conditions or problems type:feeling of a tight band around myhead"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal influx"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain in extremity ("leg pain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), allergy to metals ("nickel allergy") and abdominal pain lower ("right lower quadrant pain/ left lower quadrant"). The patient was treated with surgery (bilateral salpingectomy (B)(6)2018 and ablation). Essure was removed on (B)(6)2018. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, pelvic inflammatory disease, bacterial vaginosis, female sexual dysfunction, libido increased, urinary tract disorder, bladder disorder, cyst, tension headache, allergy to metals, dyspareunia and vaginal discharge outcome was unknown, the feeling abnormal had resolved and the dysmenorrhoea, fatigue, pain in extremity and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, libido increased, menorrhagia, pain in extremity, pelvic inflammatory disease, pelvic pain, tension headache, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- pelvic inflammatory disease, bacterial vaginosis, urinary tract disorder, bladder disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received: new events- abnormal bleeding(menorrhagia, vaginal) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation, menses irregular with excessive bleeding, endometrial polyp, menorrhagia, amenorrhea and abdominal pain. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: in a fog"). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginal influx"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), libido increased ("allergic or hypersensitivity reaction type: being intimate"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), cyst ("cysts"), tension headache ("neurological conditions or problems type:feeling of a tight band around my head"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain in extremity ("leg pain") and abdominal pain lower ("right lower quadrant pain/ left lower quadrant"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, bacterial vaginosis, female sexual dysfunction, libido increased, urinary tract disorder, bladder disorder, cyst, tension headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pain in extremity and abdominal pain lower outcome was unknown and the feeling abnormal had resolved. The reporter considered abdominal pain lower, allergy to metals, bacterial vaginosis, bladder disorder, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, libido increased, pain in extremity, pelvic inflammatory disease, pelvic pain, tension headache, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Event injury nos was replaced by pelvic pain. Case become valid. Events added- pelvic pain, pelvic inflammatory disease, bacterial vaginosis, female sexual dysfunction, libido increased, urinary tract disorder, bladder disorder, cyst, feeling abnormal, head discomfort, head discomfort, allergy to metals, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, pain in extremity, abdominal pain lower. Events onset date, events severity, concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.